Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.